Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the lead's helix came out by itself, without manually turning it. The implanting physician requested another lead, and the procedure was successfully completed. No patient complications have been reported as a result of this event.